Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had battery failure alert. The customer¿s blood glucose was unknown. Customer stated that the insulin pump had battery failure which causes the insulin pump stop delivering insulin. The customer also stated that few pieces on the insulin pump are about to break off due to its age. The insulin pump will not be returned for analysis.